Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be colitis. The patient was not hospitalized for the event. The patient was treated with ceftazidime (1 gram, intraperitoneally (ip), 21 days). It was reported that the patient had recovered from the incident. Additional information was requested, but is not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13j03025 and h13i30102 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).